Event description:
An anterior fixation plate and ten self-drilling screws were implanted between the levels of c3 and c7 in (B)(6) 2010. The multilevel acdf (anterior cervical discectomy fusion) was performed in a different state by a separate surgeon. The patient complained of persisting neck pain. Radiographs taken during an examination on (B)(6) 2011 revealed evidence of screw migration. The right screw at c3 was not anchored in the bone. The long axis of the screw was parallel with the spine and positioned within the prevertebral soft tissue anterior to c3. Fixation hardware was in otherwise good position. The x-rays also found the patient has minimal grade 1 spondylolisthesis at c2-c3 and c7-t1. (B)(6) 2011 - revision surgery to remove the trestle anterior cervical plating system. The extruded screw on the right at c3 was removed from the soft tissue of the retroperitoneal space without issue. The remaining nine trestle screws and plate were also removed at the same time.

Manufacturer narrative:
The explanted trestle anterior cervical plating system consisted of ten screws and one plate, all containing unique identifying lot numbers. It is unknown which screw lot number belongs to the migrating device. 61004-064, anterior cervical plate level 4 assembly, 64mm; 5447203 (1-pc) mfg 1/20/2009; 61240-012, 4.0mm variable angle self-drilling screw, 12mm, ti; 628002 (2-pcs) mfg - 1/20/2010; 628332 (1-pc) mfg - 2/11/2010; 626899 (3-pcs) mfg - 11/2/2009; 627702 (1-pc) mfg - 12/17/2009; 626900 (1-pc) mfg - 11/6/2009; 620232 (1-pc) mfg - 11/12/2008; 628331 (1-pc) mfg - 1/25/2010. An evaluation of the returned trestle devices revealed no anomalies. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (B)(4) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.